Manufacturer narrative:
Additional information: correction: update event to "the blue threads on the female connector of the transfer set was unscrewing when trying to disconnect from the bag." The device was received for evaluation. A visual inspection with naked eye noted that the female connector was unthreaded from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set experienced a connection issue and disconnected from a twin bag during pd therapy. The blue threads on the female connector of the transfer set unscrewed and disconnected form the bag. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.